Event description:
It was reported via repair work order that the bed had no power due to malfunction power supply and it was also reported that the power cord ground pin was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.